Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9 - date returned to mfg: 10-jan-2025. One device was returned for analysis. There was a crack and contamination on the main board. The reported issue was found during temperature check. The return tube and membrane switch were replaced. The mainboard and air detector were also replaced.

Event description:
It was reported that the device leaked recirculation fluid. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.